Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a lost sensor and meter blood glucose now alarms. Customer's blood glucose was 500 mg/dl. Customer was advised that bolus delivery was not recorded. Customer did not want to troubleshoot for high blood glucose and was transferred to the sensor department.